Manufacturer narrative:
This incident was deemed low risk to the patient and an update would be deployed at the next customer service. No change to the risk profile was required. Standard risk control is to hand crank pump if there is a pump stoppage. The software is on the quantum workstation and has been updated 13th june 2019. The update contains software that updates firmware to any connected accessory (device) e.g. Pump console power unit, roller pumps. Please see the (B)(4) investigation of scc-85 and (B)(4) verification of fixes to solaris firmware for scc-085 reports. (B)(4).

Event description:
Spectrum medical received a reported incident on (B)(6) 2019. This involved the quantum pump console system shutting down when preparing to wean patient off bypass. The perfusion system identifier from (B)(6) for this particular hlm is hlm-04, identified via the system monitor, qws (B)(4), and the power supply, qps (B)(4). The incident report and the diagnostic logs and have identified that incorrect data was queried from the battery firmware leading to power loss to the accessory ports on the hlm.